Event description:
Customer reported rals iq software changed an operator's original certification date without being prompted by the software user. Customer stated now the original and matching certification date are the same. The dates were 2005 and the edit log shows they wer done the following month. Multiple changes were performed. A request was made for product return and replacement product was sent.